Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: on (B)(6) 2016, phone, (B)(6) 2016, email. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit's menu key would not work on the keyboard preventing the ability to switch to pressure control ventilation mode. The case was continued in manual mode until the unit could be swapped out to complete the case. There was no report of patient injury.